Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-00346. It was reported that the patient's extensions were exhibiting high impedances. The physician stated that he believes the extensions are damaged. Surgical intervention is anticipated to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.